Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm abdominal aortic aneurysm 34 months ago. The proximal aorta was 24-26 mm in diameter and 40 mm in length. The distal aorta was 25 mm in diameter. The right iliac artery was 9 mm in diameter and the left iliac artery was 12 mm in diameter. The right and left femoral arteries were 12 mm in diameter. The right and left iliac arteries were mildly tortuous. A pre-implant adjunctive procedure was performed to embolized the right hypogastric artery . The endurant bifurcated stent graft and extension were implanted on the right side and the contralateral limb from the left side. The distal end of the right extension was placed distal to the right internal iliac artery while the distal end of the left extension was placed proximal to the left internal iliac artery. It was reported that approximately nine months post implant a stent graft occlusion of the right leg of the device was discovered. A thrombolysis was performed and a covered stent was placed to resolve the occlusion. The cause of the occlusion was possibly due to the fast shrinking of the aneurysm. The investigator assessed this event as related to the study device but not the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (rapid shrinkage of the aneurysm post implant). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (rapid shrinkage of the aneurysm post implant).